Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 2017865-2021-33745. Related manufacturer reference numbers: 2017865-2021-33747. It was reported through a clinical study that a patient presented with myopotential over-sensing due to unipolar sensing configuration. It was unknown that whether the over-sensing occurred on the pacemaker (pm), the atrial lead or the right ventricular (rv) lead. Reprogramming was performed. There were no patient consequences.